Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment was not reported. The patient was not hospitalized for the event. At the time of this report, the patient had not yet recovered from the peritonitis and the action taken with dianeal and extraneal therapies was not reported. No additional information is available.